Event description:
It was reported that ¿the stimulator implant has not worked for anyone¿ the reporter has spoken to. No additional information was available and follow up is not possible. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(6).